Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the protective sheath was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpackaging of the 2.50 x 8mm nc trek balloon dilatation catheter (bdc) the yellow protective balloon sheath could not be removed. The bdc was not used and there was no patient involvement. Another unspecified balloon was used to successfully complete the procedure. No clinically significant delay in the procedure. No additional information was provided.